Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the intra-operative complications experienced by the patient and her subsequent demise. There is no indication that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. If additional information is received a follow-up medwatch report will be submitted to the FDA. No previous complaint was reported relating to this event. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2012. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative complications. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient underwent a da vinci surgical procedure, experienced intra-operative complications and then subsequently passed away. However, at this time, the cause of the patient's intra-operative complications is unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci robot assisted mitral valve repair and cryo maze procedure on (B)(6) 2012 for moderate to severe mitral regurgitation and atrial fibrillation. Isi was provided with the da vinci surgery operative report, preoperative history and physical, and discharge summary. There was no indication of a malfunction of the da vinci surgical system, instrument and/or accessory during the da vinci surgery. There were no intraoperative complications during the performance of the mitral valve surgery. The robotic assisted mitral valve repair was performed first after placing the person on cardiopulmonary bypass utilizing the right femoral artery and ivc cannula. Systemic cooling was done prior to aortic cross clamp and the heart was next perfused with cardioplegia. Systemic hyperthermia to 32 degrees c was utilized as was repeat infusions of cardioplegia. The robotic approach was done though the inter-atrial exposure. The valve was repaired using an annuloplasty ring. The atria was then closed. After completion of the mitral valve repair with the robot the cyromaze procedure was performed using the atri-cure system. After completion of the maze procedure the aortic crossclamp was removed after venting any air. Echocardiographic images of the valve repair showed the valve to have good coaptation and it was competent. The robot was undocked and then an attempt was made to wean the patient from cardiopulmonary bypass. This was not successful due to hypotension and low systemic vascular resistance. Medical management was initiated but was not successful so the decision was made to do a sternotomy to directly examine the heart. With continued medical management the right heart appeared to show signs of failure so a ventricular assist device was next placed. After this the patient's pulmonary pressures became very high and the left ventricle failed. All attempts at mechanical and pharmacologic treatments were unsuccessful and the patient expired 10 hours after the start of the procedure. No further information such as the perfusion or anesthetic records were provided.